Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited high out-of-range shock impedance measurements during routine follow-up. Review of stored trends indicated measurements had been between 140-170 ohms for more than a year; the physician stated the out-of-range measurements were observed on the lead prior to implant of the patient's current device. No action was taken in response. This system remains in service. No adverse patient effects were reported.